Event description:
Caller states patient tested of 19.4 mmol/l and 8.5 mmol/l within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).